Event description:
The customer states that the cell-dyn 1800 analyzer has generated low patient hemoglobin results. The patient in question generated a hemoglobin result of 6.8 g/dl (no previous history). The customer states that controls had been within specification earlier in the day. No suspect results were reported from the lab. As the abbott customer technical advocate was troubleshooting with the customer, the power to the analyzer went out. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The customer performed troubleshooting of the cell-dyn 1800 with the assistance from the abbott customer technical advocate (cta). During the troubleshooting, the customer noted a slow leak from the hemoglobin lyse inlet tubing connected to the cell-dyn 1800 instrument (there were no reports of exposure or injury due to this issue). The customer reseated the hemoglobin lyse inlet tubing to the instrument and performed the monthly maintenance, which resolved the issue. All results were within range. The sample was repeated and generated acceptable results. The customer stated that the repeated results were reported outside the lab after performing troubleshooting of the instrument. There was no impact to patient management reported. A review of complaint trending analysis reports for the period of january 2008 through february 2009, did not indicate any adverse trend for the cell-dyn 1800, list number 07h77-01, for the current complaint issue. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, provides adequate information to address the customer's issue. Based on the current investigation, no product issue was identified for the cell-dyn 1800. There is no systematic issue with the cell-dyn 1800 product line. This is a final report.